Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision due to the lead migrated in the spine. The patient was doing well postoperatively, and no device will be return as the product was discarded.